Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, the ventilator stopped operating with a 'device alert' and a 'con proc failed' error message. There was no patient harm reported.